Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl and was unconscious; cause was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous insulin and was discharged 9 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.